Event description:
The customer contact reported a leak of chemotherapeutic agent. The tubing set was being used to deliver belbinostat, an investigational chemotherapy agent, via a gemstar pump. After an unspecified length of time in use, an unspecified volume of the solution leaked from what "appeared to be a crack at the distal end of the tubing under where the anti-siphon valve was attached." The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical for the pt. No medical intervention were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reported upon query by hospira personnel. (B) (4).